Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the initial implant procedure of the left ventricular lead, the wire was placed into the posteriolateral vein and after trying to push the lead several times the lead failed to advance into the vein. The physician was not sure whether it was due to lead malfunction or narrow cardiac veins. While trying to remove the lead the wire got stuck inside the lead. The physician aborted the procedure. The patient was stable post procedure.

Manufacturer narrative:
A complete lead measuring 86.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.